Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right atrial (ra) lead exhibited unspecified oversensing. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: section b5: the procedure date should have been (B)(6) 2025.